Event description:
Pt was revised to address poly wear of the liner.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approximately 16 years ago. Examination was not possible, as the device, was not returned. Review of the device history records was also not possible, as the product and lot code was unavailable. Although unavailable for eval, it would not be unreasonable to expect some degree of poly material wear after approx 16 years of implantation. The investigation could not verify or identify any evidence of product contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.